Manufacturer narrative:
Block h6: imdrf device code a040601 captures the reportable event of cutting wire kinked.

Event description:
It was reported to boston scientific corporation that an autotome rx 39 was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2026. During the procedure, it was reported that the cut wire was bent and difficult to cannulate. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. Note: it was reported that the tip looked deformed during evaluation upon receipt however the device was still used. Per the instruction for use (IFU), do not use the device if any defect, malfunction, or abnormality is observed during inspection, as this may result in patient injury or device failure.